Event description:
Tibial tray loosening was reported following a pt fall. Revision surgery is planned to revise the tibial implants.

Manufacturer narrative:
Tibial tray loosening was reported following a pt fall. Revision surgery is planned to revise the tibial implants. Review of the device history record indicates that the device was manufactured to spec.